Event description:
It was reported that the pump displayed the reset screen unexpectedly. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that the reset is a built-in safety feature, which ensures performance by resetting one of the pump's microprocessors. Technical support educated the customer that certain settings need manual adjustment after a reset, such as reloading the cartridge and restarting continuous glucose monitoring sessions. The customer understood the guidance and acknowledged the information provided, with a plan to follow up if any issues occur.